Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to urethral erosion. The physician scoped the patient in the office due to incontinence and discovered the cuff had eroded. The physician noted that the patient had radiation that contributed to weak tissue. The patient was expected to fully recover. A new aus was implanted on (B)(6) 2021.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to urethral erosion. The physician scoped the patient in the office due to incontinence and discovered the cuff had eroded. The physician noted that the patient had radiation that contributed to weak tissue. The patient was expected to fully recover. No further details are available.